Event description:
It was reported that the left ventricular (lv) lead showed increasing thresholds. It was noted that the patient was part of the (B)(4). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was failure to capture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935-58, implantable tachy lead, (B)(6) 2010; 4076-45, implantable pacing lead, (B)(6) 2010. (B)(4).